Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu1612 showed no other similar product complaint(s) from this lot number.

Event description:
The patient suffered from nasopharyngeal carcinoma and was admitted to the first oncology department at 10:50 on (B)(6) 2020. The patient underwent PICC maintenance at 15:06 pm and found that there was a small amount of yellow exudate in the skin under the PICC extension tube. Pain, after aseptically disinfecting the patient, trim the extension tube, use a new decompression device, avoid the pressured part when fixing the catheter, use hydrocolloid to repair the damaged skin at the pressured part, strictly hand over, and find that the hydrocolloid changes color immediately PICC maintenance.